Manufacturer narrative:
Nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. A visual inspection of the cycler interior revealed indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The cycler weighted fill volume values were within tolerance. The internal visual inspection of the cycler revealed dull pump pneumatic tubing. The cause of the encountered discoloration could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. The system air leak test and valve actuation test passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Event description:
A peritoneal dialysis (pd) patient¿s nurse reported there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2018. The patient experienced drain volume that was over 204% of their fill volume. There were no patient symptoms or an adverse event reported. The patient had a last drain volume of 4085ml and their largest fill volume was 2000ml. The reported large drain of 4085ml was 204% over the expected volume which resulted in a reportable device malfunction. Additional information was solicited but unavailable.